Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with injection heparin (1000iu, once daily, intraperitoneal, discontinued), injection magnex forte (1.5 g, twice a day, intravenous, discontinued) and injection ciplox (200 mg, once daily, intravenous, discontinued) for peritonitis. At the time of this report, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.